Manufacturer narrative:
Citation: nai fovino l, et al. Coronary angiography after transcatheter aortic valve replacement (tavr) to evaluate the risk of coronary access impairment after tavr-in-tavr. J am heart assoc. 2020 jul 7;9(13):e016446. Doi: 10.1161/jaha.120.016446. Epub 2020 jun 24. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the use of coronary angiography after initial transcatheter aortic valve replacement (tavr) to evaluate the risk of possible coronary access impairment if implantation of a second transcatheter valve is eventually necessary. All data was collected from a single center between november 2018 and august 2019. The overall study population included 137 patients. Of those, 26 patients (predominantly male, mean age 80.4 years) were implanted with medtronic evolut r or evolut pro transcatheter valves. No unique device identifier numbers were provided. Among all patients, adverse events included: new permanent pacemaker implantation between the tavr procedure and hospital discharge. In addition, the authors noted that no patient experienced moderate or severe paravalvular leak, implying there were occurrences of mild paravalvular leak. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.